Event description:
Information received indicates the bed has no head up functions from either siderail. The head section keeps drifting back down as soon as you release head up button. Bed was found vacant in the accounts ICU hallway. No service alarms.

Manufacturer narrative:
The technician replaced the head up and down valve stems, and the CPR valve, but the issue remained. The technician replaced the hydraulic manifold to repair the bed.